Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value.

Event description:
Consumer reported complaint for high blood glucose results. Accompanied by symptoms. (B)(6) is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of experiencing a sharp pain on one side of her body. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a blood test was performed non-fasting by the customer and produced test results of 163 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/23/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. On (B)(6) 2017, customer felt a shooting pain one side of her body and thought it was due to her diabetes. When at the ER she was told her sugar was high, however, she does not remember the result. Customer left on the same day and was not given any medication. Customer denies diabetic symptoms at this time.